Manufacturer narrative:
Customer information and product information were not provided, so manufacture date could not be determined.

Event description:
The customer alleged she could not find some of her readings in the memory of the contour next ez. The call was ended before further information could be obtained. Product was not replaced.